Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens and the lens optic tore. The lens was removed without enlarging the incision and another lens was inserted. No suture was required to close the wound. No patient injury. Reporter stated that the cause of the lens optic tear was due to a loading error.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the lens optic is torn in half. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.